Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged. It was also reported the patient experienced phrenic nerve stimulation after the dislodgement. The lv lead was explanted and a replacement lead was implanted. No further patient complications have been reported as a result of this event.